Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 400 mg/dl. Customer treated with a bolus. Troubleshooting found that the customer recently changed their infusion set but declined to troubleshoot. The customer was advised to call back if further assistance is needed and to follow up with their doctor regarding the high blood glucose.